Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015 the lay user/patient contacted lifescan (B)(4), alleging that their onetouch ultra meter was displaying an error 4 message. The following complaint was classified based on information obtained from the customer care advocate (cca) documentation. The patient alleged that the product issue began one week prior to contacting lifescan. The patient manages their diabetes with pills, diet and exercise. The patient reported continuing to take their usual dose of metformin in response to the alleged issue. The patient denied developing any symptoms. The patient reported that they visited the emergency room (ER) where they were treated with metformin by an hcp. The patient denied testing on any other device at this time. At the time of troubleshooting the cca verified that the test strips were stored correctly (per owner's booklet recommendation). Replacement products were sent to the patient. This complaint is being reported because the patient required treatment from an hcp after the alleged issue began.